Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 205150a, model/catalog description:artisan surgical ld 50cm 16 contact lead. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to illness and allergy to silicone. It was also mentioned that patients body was rejecting the system. No further information could be obtained.